Manufacturer narrative:
(B)(4). Sjm has limited information related to the patients medical history and is unable to form an opinion as to the relevancy of the patients history to the event reported. Sjm defers to the patients physician regarding medical history. (B)(4).

Event description:
Device 3 of 3: reference MFR.report: 1627487-2016-05933, 1627487-2016-05934. It was reported the patient had discomfort / pulling between the lead and the ipg site. As a result the entire scs system was explanted.